Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 19 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsts. The rv pacing impedance was steady at approximately 363 ohms through (B)(6) 2016 and rose to 1,463 ohms on (B)(6) 2016. There were 5,191 ventricular sics since the last session 1.9 days ago.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a high sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.